Manufacturer narrative:
The customer was provided with an exchange and the failed unit was sent in for evaluation. The reported problem was duplicated. The root cause of the problem was that the nibp pump was malfunctioning. The malfunctioning parts were replaced. The unit was tested per the operator's/service manual and completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation results: the reported problem that the pump inflates but will not deflate was duplicated. The root cause of the problem is failure of part sg-673p.

Manufacturer narrative:
The customer sent the unit in for repair. It is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported the nibp (non-invasive blood pressure) cuff on the input box, which was connected to the bedside monitor (bsm) would not deflate.